Event description:
Per the clinic, the patient has experienced a progressive deterioration in hearing to the extent that he is no longer deriving benefit from the baha attract system. It also reported that the patient experienced soft tissue complication/infection, however, site of infection not confirmed. Subsequently, the internal magnet was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 24, 2026, was filed inadvertently. No infection/soft tissue complication has occurred.per the clinic, the patient was placed under general anesthesia on (B)(6)2026, for the explant surgery. The patient was reimplanted with another device during the same surgery. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time.previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue.elective removal of an implant is a procedure which requires medical/surgical intervention. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.